Event description:
Livanova deutschland received a report of a 3t heater/cooler which could not cool on patient side. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in australia. A livanova field service engineer (fse) was dispatched on site: the event was not confirmed. Patient and cardioplegia circuits, solenoid valves, cooling coils and circuit board leds were found to be working properly. In addition, when cardioplegia and patient circuits are switched on, cardioplegia tank cooled first and then patient tank started cooling. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.